Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump battery cap was observed to stripped and the pump keypad was observed to be peeling. The pump powered on and the pump display screen was observed to be dim and discolored. The keypad buttons were tested and found that the up arrow button was intermittently responding to presses. The keypad was removed and contamination was observed under the button contacts. The bolus button was found to be intermittently responding and when removed, contamination was observed under the bolus button contact.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored, contamination was found under the keypad and bolus button contacts, and the battery cap was found to have stripped threads. This report is made based on the results of evaluation completed on (B)(4) 2014.